Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 379mg/dl. Supply changes were performed to resolve the occlusions. Tandem technical support educated the customer in possible causes of occlusions (kinked cannula, inflammatory response at the site area, or blockage in the tubing).